Manufacturer narrative:
(B)(4).

Event description:
Procedure type: sigmoidectomy. According to the rptr: use during adenocarcinoma - the customer reports that after stapling, when removing the instrument; the surgeon noticed that a piece of rectum had not been cut completely. No reinforcement material was used. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 mins.